Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient decided to use palliative care for the current indication. The patient stopped using the medical device in favor of an alternate therapy. The pump and catheters were explanted on (B)(6) 2019 without replacement. There were no applicable any environmental/external/patient factors that may have led or contributed to the issue reported. There were no applicable diagnostics/troubleshooting performed. The return status of the devices were unknown. The issue was not resolved at the time of this report. The patient status at the time of the report was alive-no injury. The patient's other medications included amitryptiline and pregabalina. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a clinical study regarding a patient who was receiving baclofen (250.0 mcg/ml at 85.52 mcg/day) and morphine (5.0 mg/ml at 1.7104 mcg/day) via an implantable pump for an unknown indication for use. It was reported the patient said they did not have the improvement expected. The clinical diagnosis was poor response. Patient pain was also reported. The event date was reported to be (B)(6) 2017. A pump bolus was performed on (B)(6) 2017, indicating the pump was working correctly. No other action was taken. An examination was performed on (B)(6) 2018; the patient still said they did not feel the improvement expected. The event was possibly related to the device and/or therapy, and not related to the implant procedure. The event was ongoing. No further complications were reported. Additional information was received. The event date was updated to (B)(6) 2017. Additional information was received. The patient's pump was implanted on (B)(6) 2017. It was reported an explant was planned, but it did not have a certain date yet. The event was still ongoing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. No other troubleshooting was performed. It was stated the cause of the patient symptoms was patient perception. The clinical diagnosis was updated to poor initial response but the improvement was not enough per patient perception. Interventions included "other surgical intervention." This was specified as a bolus in the pump, performed on (B)(6) 2017.